Event description:
Hoffman-pappas total joint tmj device was implanted in february 2003. Pt felt worse off immediately after surgery. Pt experienced severe swelling, tenderness, tmj joint pain, and trouble chewing. These symptoms persisted and 7-months after implantation the devices were removed. The pt was made aware of the device being in an ide status and completed the paperwork before receiving the device. However, after implantation, no follow-up health questionnaires were provided for the pt to complete.